Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of cardiac arrest and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initially filed report it was stated that the patient presented with non-st elevated myocardial infarction (nstemi). An unspecified 38 mm xience stent was implanted in the right coronary artery (rca). Cardiopulmonary resuscitation was performed when the patient coded. Angiography was performed and the stents were open. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the calcified right coronary artery (rca) with 80-90% stenosis and the left anterior descending (lad) coronary artery with 80% stenosis and restenosis. Two to three low speed treatments and one to two high speed treatments were performed with the diamondback 360 orbital atherectomy device (oad), each treatment 25 seconds long. There were no issues observed with the oad. A 38 mm xience stent was implanted to complete the procedure. There were no complications reported during the procedure. The next day, the patient coded and expired. Unspecified treatment was provided for the code. The physician stated that it was unknown if the xience stent caused or contributed to the patient death. The stent was reportedly open at the end of the procedure. No additional information was provided.